Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet had a cracked and broken screen after being dropped, and a replacement device and accessories were shipped while the original unit was to be returned. The user reported no impact to blood glucose management because they temporarily used injection pens. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included shipment tracking review and a carrier inquiry. Investigation of this case revealed the original device was lost in transit to the manufacturer, and a carrier claim was filed. Since the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.